Manufacturer narrative:
On 22-sep-2020, the mentor failure analysis lab received the device for evaluation. On 09-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the device was found to be ruptured. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses that bilaterally ruptured after implantation. Bilateral rupture was diagnosed by both x-ray and by a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 550cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.